Manufacturer narrative:
Customer has not returned the device to the manufacturer for device evaluation. If the device becomes available and is returned and evaluated, the manufacturer will file a follow-up report detailing the results of the evaluation. (B)(4).

Event description:
It was reported that a portex® adult disposable anesthesia breathing circuit had a quality issue, which caused the circuit to disconnect intra-operatively. It was noted that patient safety was at risk due to the incident. It was additionally reported that there was a "tubing disconnect from the elbow." No patient injury was reported. See MFR: 3012307300-2017-00031, 3012307300-2017-00032, 3012307300-2017-00033, 3012307300-2017-00034, 3012307300-2017-00070, 3012307300-2017-00071, 3012307300-2017-00072, 3012307300-2017-00073, 3012307300-2017-00074, 3012307300-2017-00075, 3012307300-2017-00076, 3012307300-2017-00077, 3012307300-2017-00078, 3012307300-2017-00079, 3012307300-2017-00080, 3012307300-2017-00081, 3012307300-2017-00082, 3012307300-2017-00083, 3012307300-2017-00084, 3012307300-2017-00085, 3012307300-2017-00086, 3012307300-2017-00087, 3012307300-2017-00088, 3012307300-2017-00089, 3012307300-2017-00090, 3012307300-2017-00091, 3012307300-2017-00092, 3012307300-2017-00093, 3012307300-2017-00094, 3012307300-2017-00095, 3012307300-2017-00096, 3012307300-2017-00097, 3012307300-2017-00098, 3012307300-2017-00099, 3012307300-2017-00100, 3012307300-2017-00101, 3012307300-2017-00102, 3012307300-2017-00103, 3012307300-2017-00104, 3012307300-2017-00105, 3012307300-2017-00106, 3012307300-2017-00107, 3012307300-2017-00108, 3012307300-2017-00109, 3012307300-2017-00110, 3012307300-2017-00111, 3012307300-2017-00112, 3012307300-2017-00113, 3012307300-2017-00114, 3012307300-2017-00115, 3012307300-2017-00116, 3012307300-2017-00117, 3012307300-2017-00118, 3012307300-2017-00119, 3012307300-2017-00120, 3012307300-2017-00121, 3012307300-2017-00122, 3012307300-2017-00123, 3012307300-2017-00124, 3012307300-2017-00125, 3012307300-2017-00126, 3012307300-2017-00127, 3012307300-2017-00128, 3012307300-2017-00129, 3012307300-2017-00130, 3012307300-2017-00131, 3012307300-2017-00132, 3012307300-2017-00133, 3012307300-2017-00134, 3012307300-2017-00135, 3012307300-2017-00136, 3012307300-2017-00137, 3012307300-2017-00138, 3012307300-2017-00139, 3012307300-2017-00140, 3012307300-2017-00141, 3012307300-2017-00142, 3012307300-2017-00143, 3012307300-2017-00144, 3012307300-2017-00145, 3012307300-2017-00146, 3012307300-2017-00147, 3012307300-2017-00148, 3012307300-2017-00149, 3012307300-2017-00150, 3012307300-2017-00151, 3012307300-2017-00152, 3012307300-2017-00153, 3012307300-2017-00154, 3012307300-2017-00155, 3012307300-2017-00156, 3012307300-2017-00157, 3012307300-2017-00158, 3012307300-2017-00159, 3012307300-2017-00160, 3012307300-2017-00161, 3012307300-2017-00162, 3012307300-2017-00163, 3012307300-2017-00164, and 3012307300-2017-00165.